Manufacturer narrative:
Device lot number is unknown as it was not provided. Device expiration date is unknown as lot number was not provided. Email address unknown/ not provided. (B)(4): no code available (aborted procedure). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. Device manufacturer date is unknown as lot no was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a suction loss while laser firing at the end of the raster on the left eye of the patient. Surgeon didn't notice it in time and wasn't sure about the sidecut. Surgeon decided to convert the patient to photorefractive keratectomy (prk) at a later date.